Event description:
Additional information was obtained. A replacement procedure was performed. This device was removed and replaced. In addition, the right ventricular lead was surgically abandoned and replaced. Post procedure measurements were acceptable.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead was hospitalized after experiencing a syncopal episode. Interrogation revealed loss of capture resulting in pacing inhibition greater than two seconds asystole. Attempts to reproduce the loss of capture were successful and the patient was again symptomatic. Lead parameters were within normal range. Reportedly, five months earlier, a pre-syncopal episode had occurred and this device was re-programmed. No issues were reported during that five month time and now similar observations have been experienced. An internal technical service consultant was contacted and provided recommendations for further follow up. As this device battery is close to elective replacement indicators (eri), a procedure is intended in the near future. The patient is pacemaker dependent.

Manufacturer narrative:
According to available information, this device and right ventricular lead remain in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The right ventricular ring sealplug was damaged. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device met specification.